Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) clinic registered nurse (rn) reported the pd patient was experiencing issues with "m65 scale warning" alarms during treatment and has had had prescribed fill volumes of 2000ml and had drain volumes as high as 3900ml. No treatment history was provided at the time of the call. Per pdrn the patient also reported slow drains during treatment. The patient tried manual exchanges but that did not work with his work schedule. The pdrn confirmed the patient's pd treatment was completed. No patient adverse effects were experienced and no medical intervention was required as a result of this incident. The reported drain volume of 3900ml was 195% over the expected drain volume which resulted in a reportable device malfunction. The patient did not require medical intervention or treatment as a result of the overfill.additional information and medical records were requested.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) clinic registered nurse (rn) reported the pd patient was experiencing issues with "m65 scale warning" alarms during treatment and has had prescribed fill volumes of 2000ml and had drain volumes as high as 3900ml. No treatment history was provided at the time of the call. Per pdrn the patient also reported slow drains during treatment. The patient tried manual exchanges but that did not work with his work schedule. The pdrn confirmed the patient's pd treatment was completed. No patient adverse effects were experienced and no medical intervention was required as a result of this incident. Drain 0: 1627ml fill 1: 2002ml drain 1: 1446ml fill 2: 2002ml drain 2: 1805ml fill 3: 2002ml drain 3: 3909ml fill 4: 2002ml drain 4: 2935ml fill 5: 479ml the reported drain volume of 3909ml was 195% over the expected drain volume which resulted in a reportable device malfunction. The patient did not require medical intervention or treatment as a result of the overfill.